Event description:
The customer reported that a pt was convulsing and the portable monitor did not sense a pulse - so the blood pressure pumped up, but failed to deflate causing deep vein thrombosis in the pt's arm. The users were not aware that the pt was suffering with tremors, and so they were not watching the pt. The pt's post procedure recovery is unknown.